Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A impl tapered scr-v sbm 3.7mm 3.5mm 13mm (tsvb13) was returned for investigation. Visual inspection of the returned product identified a fractured collar, as well as dried blood and bone around the implant and damaged threads from removal. It was noted in the product experience report the customer has bruxism and unknown bone density. The reported device was located on an unknown tooth and was used for approximately 10 years 3 months. The customer did not provide pictures or x-ray images of the event. Appropriate documentation was reviewed and the following information was identified: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 7 ¿ 01/16 information identified: contraindications, warnings, precautions, breakage, general considerations and adverse effects. DHR review was completed for the subject lot number (61123290). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was also performed for the reported lot number for similar events and one other complaint was identified. Complaint reported the implant fractured in the head and all the implant was removed. The reported complaint was confirmed as visual inspection identified a fractured collar on the implant. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Additional PMA/510(k) number: k011028 / k013227.

Event description:
It was reported that the tsvb13 implant fractured. The implant was consequently removed.